Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Fracture at locking mechanism during impaction of prosthesis.

Manufacturer narrative:
The device associated with the reported event was not returned. A complaint database search found that a design modification to change the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in (B)(6) 2012 via (B)(4) (rev. F) to reduce incidence of instrument failure. A search of the complaint database against product code (B)(4) did not find any reports of fracture manufactured after the (B)(6) 2012 design modification. The investigation could not draw any conclusions about the current reported event based on the lack of the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.